Event description:
During pvc ablation, tactiflex obstruction of flow resulted in a delay of procedure. The cool point pump stopped and displayed the "occl" error message. Several attempts to unblock the tubing and replacing the cool point pump was unsuccessful. The catheter was exchanged which resolved the issue and the procedure was completed without patient complications.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The distal tip was inspected, no foreign material was noted on the tip electrode and no obstructions were noted in the irrigation holes or tip kerfs prior to performing any occlusion testing. The device met specifications during occlusion testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported obstruction and subsequent delay remains unknown.